Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board and evaluation of received device logs has been completed. Received device logs from the date of event show several pre-use check failures, but no evidence of the described event with the non-stop clicking safety valve, or a failed safety valve test during pre-use check, was found. Laboratory tests of the received expiratory channel pc board did not confirm the issue. Simulated use tests of the pc board in a reference ventilator for 7 days was successful and 10 interspersed pre-use checks also succeeded. A repeatedly opening and closing safety valve during ventilation will lead to leakage which may lead to stop of ventilation. The user will be notified by a generated high priority alarm and the corresponding technical error code. The conclusion in this matter is that the expiratory channel pc board worked according to its specification during the investigation. The cause to the clicking safety valve could not be established.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 (B)(4). Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that during troubleshooting of the ventilator, it failed the safety valve test during pre-use check when a new expiratory channel printed circuit board was used. There was no patient involvement. Manufacturer ref #: (B)(4).